Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose of 600 mg/dl. Customer declined troubleshooting. Customer was advised on programming settings on the insulin pump. Nothing further was reported.